Manufacturer narrative:
(B)(6) previously reported: the device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected. During the evaluation of the device, a visual inspection confirmed positive deposits of foam particles on the fit tool (tip only). A performance test confirmed evidence of foam degradation. The manufacturer verified that power cords and power supplies were functional by powering on the base unit and initiating therapy. The device's error log was reviewed and produced error code: error-22. Ra 311840021/pr 2518422-2022-21773 is associated with this report. Ra 313497464 is a duplicate and was reported in error. This issue was previously reported on MDR 2518422-2022-21773-1 in the original ra 311840021.

Event description:
The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected. During the evaluation of the device, a visual inspection confirmed positive deposits of foam particles on the fit tool (tip only). A performance test confirmed evidence of foam degradation. The manufacturer verified that power cords and power supplies were functional by powering on the base unit and initiating therapy. The device's error log was reviewed and produced error code: error-22. Ra 311840021/pr 2518422-2022-21773 is associated with this report.